Event description:
It was reported that there was premature battery depletion and the intrinsic rate was high. The device was explanted and replaced. It was also reported that there was high left ventricular (lv) threshold and low lv pacing impedance. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was premature battery depletion and the intrinsic rate was high. The device was explanted and replaced. It was also reported that there was high left ventricular (lv) threshold and low lv pacing impedance. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.